Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. (B)(4). The device remains implanted and the delivery system was discarded, so no engineering evaluation could be performed.

Event description:
The patient referenced in the incident description narrative is enrolled in a clinical study. The information about the medical device incident was obtained from the study base. The patient presented with an aneurysm in the popliteal artery which was intended to be treated with three gore® viabahn® endoprostheses on (B)(6) 2013. Successful deployment of the three gore® viabahn® endoprostheses and an aneurysm exclusion was reported. Consequently, the patient was discharged on (B)(6) 2013. On (B)(6) 2013, a hematoma of the right scarpa was diagnosed. On (B)(6) 2013, an opening of the former incision was performed and the hematoma removed by washing and closing the incision. It was stated that this incident was related to the index procedure and not the medical devices. The incident was resolved on (B)(6) 2013.